Manufacturer narrative:
UDI: (B)(4). The device was manufactured april 10, 2017 ¿ april 11, 2017. The device was received for evaluation containing fluid in the bladder. During visual inspection, the leak was observed at the fillport when the fillport cap was removed. Further examination on the unit revealed the cause of the leak was due to a white particle approximately 0.25 square mm in size lodged under the checkband. The white particle was subsequently identified to be acrylic material via spectroscopy test. The reported condition was verified. The source of the particle was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked during filling when the syringe was disconnected. The device was filled with 50mg/ml of 5fu and 0.9% normal saline. There was no patient involvement. No additional information is available.